Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that the implantable pulse generator (ipg) is "protruding and sticking out." The patient wondered if it was implanted incorrectly. The device remains in use and no patient complications have been reported as a result of this event.